Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. At the beginning of treatment, blood was noted inside the dialyzer. The leak was visually observed and the machine alarmed. Estimated blood loss was 100cc's. Pt was given vancomycin and gentamicin as a precaution. Pt has had no ill effects. Sample is not available.